Manufacturer narrative:
Additional info received on 14 nov 2023. Suspect iol is tecnis symfony, model zxr00, serial number (B)(6).

Event description:
It was reported that patient undergone cataract surgery 1 or 2 years ago and implanted an iol. Iol info unknown. After the surgery, patient developed inflammation and did not subside easily and visited the doctor and received inflammatory treatment. However, the inflammation is not improving. Patient eye also has foreign body sensation. No further information available.

Manufacturer narrative:
Section d4: model number: unknown, information not provided. Section d4: catalog number: a complete catalog # is unknown, as the serial number was not provided. Section d4: serial number: unknown, information not provided. Section d4: expiration date: unknown, as the serial number was not provided. Section d4: UDI number: a complete UDI number is unknown, as the serial number was not provided. Section d6a: implant date: unknown, information not provided. Section d6b: explant date: not applicable, as lens was not explanted. Section e1: email address: unknown/not provided. Section e1: initial reporter telephone number: (B)(6) . Section h4: device manufacture date: unknown. Section h3-other (81): the device is not returning for evaluation as to date it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.